Manufacturer narrative:
The insulin pump had button error alarmed due to corroded on keypad trace. The device was received with cracked at corner display window, scratched on display window, cracked at reservoir tube lip and missing end cap sticker. The device was received without belt clip, unable to verify the belt clip damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was performed. The device was returned for analysis.